Event description:
Boston scientific received information from a journal article related to a case study involving a (B)(6) male with non-ischemic dilated cardiomyopathy who was presented to the hospital for further management of a drug refractory frequent ventricular tachycardia (vt) associated with multiple shock therapies. The patient's device/lead system included an endotak reliance dual coil, integrated bipolar defibrillation lead (guidant model#0148). Due to worsening heart failure symptoms, the patient was upgraded to a non-boston scientific device. The guidant endotak reliance defibrillation lead remained in-service. During a past hospital admission, programmed ventricular stimulation reproducibly induced the clinical tachycardia and a decision was made to perform a radiofrequency ablation (rf) procedure. Following the procedure, the targeted clinical vt was no longer inducible. At the time of the patient's most recent admission, a decision was made to ablate a slow vt (different from the original clinical vt) and the av node. The absence of a ventricular escape rhythm rendered the patient pacemaker dependent. While still in the hospital, the patient complained of dizziness while brushing his teeth. Continuous telemetric monitoring revealed significant pacing inhibition (4.8 second duration). Lead diagnostic measurements were normal and a chest xray revealed a stable position with no visible disconformities. Patient isometrics (contraction of the pectoralis muscle while supine) reproduced the observation of pacing inhibition and dizziness. Oversensing could not be eliminated by adjusting sensitivity thresholds. An invasive procedure was performed and a separate non-boston scientific rv pacing lead was implanted. The rv pace/sense portion of the rv defibrillation lead was surgical capped and the rv shock portion of the defibrillation lead remained in-service. Following the surgical procedure, no further issues were encountered.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Dorenkamp m, boldt lh, blaschke f, kuhnle y, haverkamp w, roser m. Unmasking of myopotential oversensing by an integrated bipolar defibrillator lead following av node ablation. Herzschrittmacherther elektrophysiol. 2012: epub before print.